Event description:
It was reported by the aci vascular closure specialist that a (B)(6) patient underwent a diagnostic coronary procedure on (B)(6) 2012. Access was obtained at the mid femoral head via a 6f terumo sheath. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size approximately 6mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. The device was prepped per the IFU. The physician reported that "the balloon ruptured as it abutted the sheath." The device was removed and the balloon was tested outside of the patient's body and it revealed a rupture. Hemostasis was achieved successfully with a second mynxgrip device and no further complications were noted.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided.